Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in patient (pt) in the cath lab via right femoral s/p percutaneous coronary intervention (pci). The problem was encountered six hours later in cardiac care unit after repositioning pt. Rn placed a call to clinical support specialist (css) via the hotline for high pressure alarm troubleshooting. Pt was in normal sinus rhythm (nsr) with some adipose tissue noted at the insertion site. Pt currently in a supine position. Nurse was instructed to check for kinks from insertion site to pump and none were noted. Pump alarmed immediately when attempting to restart. He was instructed to remove volume from the balloon down to 27 cc with no change noted. Attempts were made to re-position pt, place traction on catheter and hyperextension of hip to assist straightening. A stat chest x-ray was obtained to verify placement and strips were faxed to support. Strips were poor quality, but completely squared of balloon pressure waveform (bpw) was noted immediately after purge attempt. Due to length of time passing, css walked a nurse practitioner now assisting, through how to manually inflate iab. There was no blood noted on aspiration, on slow manual inflation resistance was noted at 20 cc volume. She was instructed not to inflate any more and now 30 minutes since the pump stopped functioning. Iab needed to be removed. At 0039 css called back to follow up and nurse stated that the radiologist couldn't locate catheter in x-ray and physician was on his way in. On 08/24/2010 css called the unit for an update and day shift nurse stated that they removed iab and did not replace it. There was no reported death or injury. Pt was stable and without incident, noting the catheter was "badly kinked."